Event description:
Pt was transferring form the bedside commode to the bed when the right arm of the drop arm commode released suddenly. The pt lost her balance and fell onto her right side. The pt stated her right foot was painful. An x-ray showed a non-displaced fracture of the right fifth metatarsal bone near tarsometatarsal joint.